Event description:
Hold for rw 2.6 the event occurred on an unspecified date and involved a plum 360¿ infusion pump. The customer reported that the pump did not hold the charge; failure to charge the battery, which caused the device to turn off after a few seconds. Patient involvement was unknown; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation; results as follows: the device was found in good physical condition. The device failed cassette test alarming "n252". There were multiple "n252" alarms throughout the history. No power was being supplied by the power supply and the battery could not charge. The power supply pwa was replaced. The pump then passed functional testing (pumping with no alarms). The customer complaint of "does not hold the charge" was confirmed with a probable cause of power supply pwa (defective).